Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic with pocket erosion. The patient experienced swelling and discharge at the implant site. The physician explanted the entire implantable cardioverter defibrillator (ICD) system to resolve the issue. The patient was recovering post-procedure.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation, device image downloads or attempts and preliminary test results were acceptable. No other anomalies were seen.